Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: there was evidence that the device was used in a manner inconsistent with the labeled indications since the device was used past expiration date (11th october 2015). Promus premier ous mr 24 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and stretched along length. The distal end of stent moved 4 mm distally past the distal markerband. The proximal end of stent moved over proximal marker band. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile and the polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the distal left anterior descending (lad) artery. The lesion was predilated with a balloon dilatation catheter. A 24x2.50mm promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.